Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (result and conclusion codes), h10. The getinge national repair center (nrc) performed an evaluation on the affected motor controller board. No visual damage was observed upon inspection of the returned part. The motor controller board was tested to factory specifications and failed. There was no display and did not power up. The nrc found a blown f3 fuse on the cs100¿s power supply. The part will be sent to the supplier for further failure analysis. A supplemental report will be submitted when subsequent information is provided.

Event description:
During a repair service performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) generated an electrical test failure code #50 after a new motor controller board was installed. This is an oob failure of the motor controller board. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge representative has advised that the customer's issue was resolved by replacing the compressor assembly and motor control board. The unit passed all tests performed and was then released to the customer and cleared for clinical service.

Event description:
During a repair service performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) generated an electrical test failure code #50 after a new motor controller board was installed. This is an oob failure of the motor controller board. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The nrc received the motor controller board from the supplier. The supplier verified the reported failure and replaced the defective drive and the board then passed all of their testing. The nrc installed the motor controller board into cs100 test fixture and it tested to factory specifications per cs100 service manual and it passed testing. The motor controller board was scrapped and retained in nrc. No further investigation is required.

Event description:
During a repair service performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) generated an electrical test failure code #50 after a new motor controller board was installed. This is an oob failure of the motor controller board. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is available. (B)(6).

Event description:
During a repair service performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) generated an electrical test failure code #50 after a new motor controller board was installed. This is an oob failure of the motor controller board. There was no patient involved and no adverse event was reported.